Event description:
The patient reported that he feels that his seizures have changed and are worse. The patient indicated that he used to fall to his knees during a seizure and now falls on his face. It was reported that the patient is keeping a seizure diary and was encouraged to follow-up with his physician. The patient later reported that the physician stopped his dilantin and that night he suffered 5-6 seizures and woke up in an ambulance. The patient reported that he was feeling better now and is back on dilantin. Attempts to obtain additional information will be made; however, no additional information has been received to date.

Event description:
On (B)(6) 2014 it was reported that the patient underwent generator replacement. The date and location of the surgery were not provided. Since the location of the surgery is unknown, no attempts can be made for product return for product analysis at this time. It was also reported that the patient is doing a lot better and the patient¿s events and ¿weird feelings¿ weren¿t due to the vns and have been resolved. Additional information has been requested regarding the location, date, and reason for generator replacement surgery but no further information has been received to date.

Event description:
The patient reported that he takes many medications, including muscle relaxers and pain medication. The patient reported that he is still experiencing partial seizures. It was reported that the device output current is programmed to 1.75ma or 2ma.

Event description:
It was later determined that the patient did not in fact have a generator replacement surgery.